Manufacturer narrative:
The manufacturer's service representative performed an on-site investigation. The image intensifier's power unit was replaced. The system was tested and is operating as intended.

Event description:
The customer reported that a fuse was blown in the monitor on the 7900 system. No pt injury was reported.